Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging cancer and death. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging cancer and death. No medical intervention was specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that an unknown dust-like contaminant inside the ui display and inside the air inlet. The bottom of the device was observed to have a slice across the enclosure and the warning label. A bluish-gray hard unknown substance was observed on the exterior of the bottom enclosure and along the edges of the warning label. An unknown dust-like contaminant was observed on the interior of the top cover, along with what appeared to be burn marks. The manufacturer concludes there was sound abatement foam was observed to have dust-like contaminant on it, and evidence of degradation/breakdown was confirmed with it leaving small pieces along the edges of the bottom of the blower housing bottom and was easily pulling apart upon picking it up out of the enclosure. In this report device evaluation has been updated.